Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported that when the unit was plugged in it does not work. The customer reported the unit was not in use on patient.

Event description:
The customer reported that when the unit was plugged in it does not work. The customer reported the unit was no in use on pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.